Manufacturer narrative:
On september 6th, 2018, acera first received feedback from (B)(6) regarding the product from lot 20147. The feedback described that the product used by dr. (B)(6) from (B)(6) hospital observed a cerebral spinal fluid leak post operation. The patient safety was confirmed. As a result of the received feedback, acera opened a complaint investigation. Acera reviewed the lot record and usage information for lot 20147 products. When products from lot 20147 were exhausted from acera, no other complaints were observed from this lot except for d02-14-c636 from (B)(6). Acera also collected more usage details from the doctor through (B)(6) and discovered that the product was used in an onlay application without tensionless sutures in a cerebellar tumor removal case. The cause of the product was narrowed down to a contra-indicated off-label use in a high-pressure area of the brain. When this event was initially investigated, it was determined to not be reportable because it occurred in (B)(6). But, after future learnings, it was determine that this decision was made in error, and the organization is now reporting this event that occurred in 2018.

Event description:
During post-op review, it was noticed that the patient had a csf leak. The surgeon decided to operate to address and found that the device (cerafix) may have resorbed too quickly.